Event description:
The costumer reported that the issue occurred after an unknown therapeutic procedure that was completed without delay, with the same set of equipment; patient was not under anesthesia.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the "device cannot be turned on" malfunction would likely be a failure of the printed circuit board. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, that the monitor could not be turned on for a long time. The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed. The evaluation found the following reportable issues: the printed circuit board had failed causing the power issue. The following non-reportable malfunctions were found during the device evaluation: the front cover was damaged, the heat dissipation place of the rear panel was damaged, there was mildew and shadow in the liquid crystal display panel. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.